Event description:
No cutting power, time in use 12 seconds.

Manufacturer narrative:
Unit not returned for eval; updated MDR flowchart completed; this lot has a (B)(4) complaint rate; DHR review does not indicate a mfg error; three complaints from this facility in three months- uncertain of number of cases performed, may be a training issues; without an eval there is no determination of malfunction cause - refer to CAPA (B)(4) initiated october 2012 to investigated the numerous stopped working issues (B)(4). A was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage.